Manufacturer narrative:
The customer reported their AED would not provide audible prompts. The reported issue was confirmed however the AED has not been returned and the cause of the complaint is not known.

Event description:
A customer reported their AED will not speak. The customer did not report this occurring during patient use.